Event description:
Additional information reported ¿no¿ further troubleshooting or actions had been taken at the time of follow-up. It was ¿unknown¿ whether the patient was receiving effective therapy at that time; however it was known the patient¿s ¿right hand was shaking¿ at the time of follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that starting two days prior to report the parkinson¿s disease ¿patient¿s right hand began to shake.¿ the patient¿s family was instructed on how to use the patient programmer to adjust programmed parameters, however ¿the patient still had the problem of hand shaking¿ at the time of report. No further information was reported at the time of initial report. A supplemental report will be filed if additional information is received.